Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the mated carrier tube and hemostasis sheath, arteriotomy locator, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was able to be confirmed for a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the faiure mode and effects analysis (fmea).

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after the coronary angio of a femoral procedure, at closure of the patient's arteriotomy, the angio-seal did not deploy as intended during placement. The anchor did not enter the artery, however, stayed inside the angio-seal sheath and both the anchor and the collagen plug exited the artery in full and could not be used to achieve hemostasis for the patient. The patient bled shortly from the puncture site until hemostasis is achieved using manual compression. No blood transfusion was needed; however, the patient had a prolonged procedure time and needed a prolonged hospital stay compared to a normal, successful closure. There was no patient harm, and they recovered, and no follow-up treatment needed.